Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they the insulin pump's screen was blank. The customer's blood glucose level was 184 mg/dl. Troubleshooting was performed. It was noted that the insulin pump displayed moisture damage. They were unsure how the moisture damage occurred. The customer stated the insulin pump would only respond with a black-light. They were advised to discontinue use of the device and revert to a back-up plan. They were advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had moisture damage on motor. The insulin pump was received with cracked display window, cracked case at display window corners, cracked reservoir tube lip and cracked belt clip slot.